Manufacturer narrative:
G4:20apr2021; b4:26apr2021. A philips field service engineer (fse) was dispatched to the customer site. The reported issue was confirmed and traced to a faulty power management printed circuit board assembly (pm pcba). The fse implemented field change order and replaced the power management (pm) board to resolve the reported issue. The device passed performance verification tests. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 24feb2021.

Event description:
It was reported to philips that the device will not power on. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.